Manufacturer narrative:
(B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent surgery to have the mesh implanted in 2009. The patient had the mesh explanted in (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
Complications post parietene mesh placement: (B)(6) 2011: constipation, bowel issues. On (B)(6) 2012: chronic constipation ¿ abdominal ultrasound ((B)(6) 2012) revealed a mild left hydronephrosis of unknown etiology - there is a 4.3 cm tubular cystic structure in the right adnexal region, possibly hydrosalpinx - pelvic ultrasound ((B)(6) 2012) performed ¿ impression: within the right adnexal region, there is a cystic tubular structure measuring 5.7 x 1.5 cm in size - the appearance would be consistent with a hydrosalpinx. On (B)(6) 2012: symptomatic right adnexal cyst ¿ pain in rlq. On (B)(6) 2013: difficult functional constipation which may relate to disordered pelvic floor dynamics due to her prolapsed pelvic floor - vague abdominal pelvic discomfort - vague pelvic discomfort. On (B)(6) 2014: recurrent vaginal yeast discharge ¿ lower abdominal and pelvic pain ¿ not using pessary ¿chronic urinary tract symptoms of frequency and discomfort chronic interstitial cystitis - CT of abdomen and pelvis ((B)(6) 2014) revealed a small abscess resting atop the vaginal wall, however, it may be periodically decompressing into the vagina to cause the patients symptoms - bilateral hydrosalpinges are suspected - vaginogram (report not available) also failed to show any evidence of a fistula to the vagina. On (B)(6) 2014: chronic purulent, feculent vaginal discharge since at least (B)(6) 2014 - vaginal examination confirmed the presence of 3-4 cm of eroded polypropylene mesh at the apex of the vagina - speculum examination confirmed the same - purulent fecal-smelling discharge was noted during the pelvic examination - the area was mild to moderately tender ¿ she has an obvious polypropylene mesh erosion at the apex of the vagina secondary to her abdominal sacral colpopexy - this has created a chronic abscess which is intermittently draining - certainly, the mesh will need to be excised. On (B)(6) 2014: vaginal discharge/pus ¿ foul smelling ¿ trouble getting bowls out ¿ lower back pain to buttock and vagina ¿ physical exam: prolapse grading: at vault mesh erosion ¿ diagnosed with vaginal mesh erosion, bilateral hydrosalpinx and back pain. Mesh revision surgery: on (B)(6) 2014: underwent right salpingectomy, enterolysis of adhesions and excision of vaginal mesh erosion for chronic pelvic pain under general anesthesia. Following mesh revision she developed vaginal discharge, abdominal, pelvic and perineal pain, tiny mesh erosion at vault, bilateral adnexal cysts during the time period from (B)(6) 2015 to (B)(6) 2016. Additional mesh revision surgery: (B)(6) 2015: underwent excision and repair of vaginal mesh erosion under general anesthesia.